Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A verification of failure mode reported in the current manufacturing process was conducted. The samples were functionally inspected, and during the inspection issue reported "clips broken" was not observed in the current manufacturing process. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73c1700177 investigations did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time, since the sample is not available it is not possible to determine the source of the defect reported or the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during insertion of the clips, the surgeon could not use the clips because they broke in the cartridge. There was no patient injury.